Event description:
A tandem mobi cartridge alarm was reported, and it was confirmed to have occurred during the load process. There was no adverse impact to the customer's blood glucose level. The customer sought guidance and was instructed to remove the cartridge, deliver a 9-unit bolus, and load a new cartridge using the proper technique. The bolus was delivered successfully, and the customer was able to resume insulin therapy after reloading the cartridge. The issue was resolved with these actions.